Manufacturer narrative:
(B)(4). D10: unknown head cat#ni lot#ni. Unknown stem cat#ni lot#ni. Unknown liner cat#ni lot#ni. Unknown shell cat#ni lot#ni. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: (right hip arthroplasty components are anatomically aligned. There is no fracture or dislocation. There is no evidence of implant loosening. Bone quality appears osteopenic particularly along the proximal femur. There is a small separate ossicle along the superior greater trochanter). A definitive root cause cannot be determined. This complaint can not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient is being considered for a revision procedure due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.